Manufacturer narrative:
The client has replaced the flow-rate sensors himself. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The client has replaced the flow-rate sensors himself.

Event description:
The hospital reported that, during a case, the patient received double the set delivery volume while in volume controlled mode. There was no reported patient injury.